Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in fair condition, with air detector door removed by customer. Device underwent functional testing by attaching a f-30 gas/vent filter to air detector and powered it on. The air detector clamp test was completed and the plunger retainer was noted to be stuck halfway and then would clamp all the way down. This confirms the reported customer allegation, as a result of faulty solenoid. The problem source has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that the clamp on a smiths medical level 1 trauma fast flow system will not work its way down when the cassette is removed. No adverse effects reported.